Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006701 - tibia cemented 5 degree stemmed left size d - 65753538. Reporting source: foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface didn't neatly mate with the tibial plate, although several attempts were made by the surgeon. Subsequently, the procedure was completed with another device. There was no surgical delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified that the distal surface exhibits damage (nicked/gouged) and the locking feature (dovetail) was found to be flared out. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.